Event description:
While driving, the hinge on my (B)(6) prescription glasses frame failed, causing the glasses to slide off my face. This resulted in a serious hazard as my eyesight without correction is not sufficient for driving a vehicle. I was able to safely stop and switch to my prescription sunglasses, but could easily have been involved in an accident. The hinge of the right earpiece failed, causing the earpiece to detach. The hinge has an over-travel mechanism, and the pivot link appears to be under-designed. There is very little material at crucial points, allowing metal fatigue to cause failure in very few hinge actuation cycles. I have the glasses still, and would be glad to send them for evaluation.